Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation two devices. The distal end of shaft was broken for device two leaving jaws separated device one lever sprung to lock. Articulation for the devices worked without difficulty. Ratchet function did not work properly for device one. Jaw toggling and grasping functioned fitfully for device one. Jaw toggling and grasping function could not be tested on device two as jaws were not connected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported condition of instrument did not grasp. However, the investigation also found that the root cause of the observed damage was due to misuse of the product which would have caused or contributed to the reported conditions of component disengaged and jaw damaged. The broken post is due to the wrong assembly of the trigger release spring by the manufacturing operator. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause; however, a quality alert/retraining activity was generated as a result of the investigation into this condition. Replication of reported conditions of component disengaged and jaw damaged may occur when improper or excessive force is exerted on the device in manner where the jaw attachment to the shaft is compromised. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the first device¿s metal tip was broken away from the body and the other one did not grasp properly and ratchet function did not work. No patient involved.